Manufacturer narrative:
The device was returned and evaluated. The device met all specifications.

Event description:
Physician explanted a large lumen tympanostomy tube from a 2 year old due to tympanic membrane erosion.